Event description:
Reporter alleged there is evidence of melting and some of the contacts are missing and discolored on the blood glucose monitoring device. Reporter stated the device is not charging and there is no damage to the surroundings around the system. Reporter stated no operators or employees affected. Reporter indicated cleaning the device with alcohol wipes. A request was made for the return of the suspect device and replacement product was sent.